Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Review of the manufacturer's database indicated the patient died approximately eighteen days after device system implant. Information related to the death including circumstances and secondary factors was requested and not received.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Visual analysis revealed no anomalies were found. Of note, there was an indication of apparent explant damage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.